Event description:
False positive result (s). Customer has tested with the flowflex and gotten 3 positive tests in the past week. He has also tested with 6 other tests using the binax and ihealth tests but all of those tests are negative. He doesn't have any symptoms so he believes the flowflex tests are incorrect. He has not gotten a pcr test to confirm. He has 5 unused flowflex tests left.